Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by improper handling, excessive force like fall, shock or similar stress, and age-related wear and tear and frequent usage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the image was dark due to the light guide connector being burnt, the insertion outer tube was bent, and the eyepiece was damaged. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6) hospital.

Event description:
It was reported, the rigid ureteroscope's light guide connection lens was burnt. There were no reports of patient harm.